Manufacturer narrative:
This supplemental report is being submitted to provide additional information.olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown. The local service engineer was reporting the cable of the device was broken (disconnected). The cable was broken (disconnected) due to external force caused by handling at the time of transportation, storage, use, reprocess, etc., omsc surmised that it was because the phenomenon occurred. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for an unspecified procedure, the customer attached the device to an endoscope, but the device didn't recognize the endoscope and endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.